Event description:
It was reported that: "pump used for 1 patient most of the day with hydration before and after chemo. Pump was programmed for rate of 600cc/hr - infusion was completed but pump continued to run even with trying the stop/start button, off/on button and unplugging machine. Door was opened and tubing removed - no alarms activated and machine continued the pumping mode. Several people attempted to stop machine without success and it was still running unplugged when we left work that evening. No longer running upon return in am".

Manufacturer narrative:
The user reported the incident to zyno medical as described, when zyno medical service representative visited the user facility for scheduled annual preventive maintenance of pumps. However, despite multiple requests from zyno medical, the user facility has not provided additional information about the device, or sent the device to zyno for evaluation. In absence of the device and related information, further evaluation could not be performed.